Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming functionality testing, specifically the te recognition test. Upon investigation, there was an open along the rear pulse wire inside the trunk cable. The cause of the test failure and the reported alarms is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving check therapy pad messages.